Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an f3: flow below minimum alarm regarding the centrimag flow probe was not confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6), evaluated under (B)(4)) and was reviewed. Events with a timestamp of the event date, (B)(6) 2020, were not observed throughout the data, as the earliest recorded timestamp was (B)(6) 2020 at 22:22. The console was not observed to be in patient use throughout the log file. Atypical alarms, including f3 alarms, were not observed throughout the log file. No notable events were observed. The centrimag flow probe (serial number (B)(6)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report 2916596-2020-05086, 2916596-2020-05087. It was reported that the centrimag console overheated and required an urgent change out to a back up. The nurse reported the pump alarming low flow and it just stopped, there was a burning smell in the room. Nothing was kinked and flow was not being limited to the pump during this time. The site was able to switch it over to the back up controller and pump but then they also reported the flow probe not reading so they were required to switch that out afterwards.